Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that during a generator revision surgery for presumed end of service, the lead was found to be "frayed" and corroded in addition to the generator (ref. MFR. Rpt. # 1644487-2008-00934). The lead was replaced in addition to the generator. The explanted devices have been received and are currently awaiting analysis.